Event description:
It was reported "when the unit is on floor stand, turbine stops; no vent shut down". Additional information received from the respiratory therapist stated, "this was the pt's backup ventilator and while in use the turbine stopped and a disconnect alarm was given. The pt was returned to the primary ventilator with no allegation of pt harm".